Event description:
It was reported the patient fell out of the lift sling when a nurse did not secure the straps properly. The patient hit her head on a nearby object and sustained a laceration to the head. The laceration required both suturing and staples to close.